Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rosen, glidewire, grandslam; guide cath: omniflush, glide catheter; sheath: 4f, 6f. (B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The graftmaster was used for treatment of the lower extremity anatomy. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the treatment outside of the coronary artery caused or contributed to the reported event.

Event description:
It was reported that the graftmaster stent was being used for treatment of a perforation that occurred during predilatation of a bypass graft located in a superficial femoral/tibial/peroneal artery. The stent was deployed; however, did not seal the perforation. A balloon was inflated at the perforation and the patient was taken to the operating room where the graftmaster stent struts could be seen coming through the vessel wall through the perforation. The graftmaster stent was explanted and the patient was treated with patch angioplasty to repair the perforation successfully. No additional information was provided.